Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 194 mg/dl and back to back blood test results of 402, 383, 333 and 399 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl and expected blood glucose test result 2-3 hours post meal is 185 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 166 mg/dl and 209 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/23/2023 and open vial date is 11/16/2022. The meter memory was reviewed for previous test result history: result 1: 194 mg/dl date: (B)(6) 2022, time: 8:30 am fasting; result 2: 402 mg/dl date: (B)(6) 2022, time: 10:33 pm 3 hrs. After meal; result 3: 383 mg/dl date: (B)(6) 2022, time: 10:32 pm 3 hrs. After meal; result 4: 333 mg/dl date: (B)(6) 2022, time: 10:31 pm 3 hrs. After meal; result 5: 399 mg/dl date: (B)(6) 2022, time: 10:30 pm 3 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 13 jan 2023 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 24-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.